Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a backup battery fault alarm on monitor. The bedside nurse was advised to silence the alarm and the coordinator came over. Device interrogation showed 22 months left on the emergency backup battery (ebb). The ebb was disconnected and reconnected, but the alarm remained. A new ebb was installed but the alarm still persisted. The system controller was then changed out due to probable issue with ribbon inside. No alarms were noted after the exchange. The patient tolerated the exchange well. The old primary system controller and backup battery were discarded. Log files were not obtained.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. Additional provided information stated log files were unavailable, and that the alarms resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. Heartmate 3 IFU (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.